Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Reporter made aware of event when collecting 5 year study data: "conversion of unicompartmental knee replacement to total knee replacement." Patient was revised to a competitor construct. Facility cannot supply implant sheets, catalog #'s, or lot codes but will provide other information via usps. This pr was generated for the robot (rob080).

Manufacturer narrative:
Method & results: device history review: a review of the DHR associated with rio 080 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification ((B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure. There were other reported events ((B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. The device was not returned for evaluation.

Event description:
Reporter made aware of event when collecting 5 year study data: "conversion of unicompartmental knee replacement to total knee replacement." Patient was revised to a competitor construct. Facility cannot supply implant sheets, catalog #'s, or lot codes but will provide other information via usps. This pr was generated for the robot (B)(4).